Event description:
Pt underwent a diagnostic left heart catherization in jan 96; noticed injury to upper left side of back several months following the study: pt was seen in dermatology ; injury developed into a 8 x 8 cm oval lesion. Diagnosed in apr 98 as fluoroscopic induced radiation dermatitis.